Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported two metal-like fragments were observed in a patient's eye during a postoperative examination. There were not symptoms of postoperative inflammation and no plans to remove the fragments at this time. It is unknown how many times the phaco tip was reused. No additional information is expected.

Manufacturer narrative:
Add no phaco tip was returned for evaluation for the report of a metal fragment-like foreign material found in the eye during postoperative examination; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).